Manufacturer narrative:
(B)(4). Concomitant medical products: nylonsuture, evicel fibrin sealant, arista ah, no. 19 closed-suction round drains, quill 3.0 monoderm. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open complex abdominal ventral hernia repair with intraperitoneal and retrorectal placement of a human acellular dermal matrix and bilateral component separation on unknown date between (B)(6) 2011 and (B)(6) 2013 and the suture was used interrupted to close the posterior fascia when posterior component separation was performed. Following the procedure, the patient experienced a wound infection. It was resolved with a course of oral antibiotics and/or treated with incision and drainage of the wound. It was also reported that the patient experienced recurrence at nine months following his repair and developed bulging and an asymptomatic defect in the upper part of his abdomen. Additional information has been requested.